Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair due to a possible bluetooth malfunction. No intervention was performed. The patient condition was unknown.

Event description:
New information received indicates that the device was able to pair to the mobile application. There were no patient consequences.

Event description:
New information received indicates that the device was in ble lockout. Programming changes were made to restore telemetry. The device was then able to pair. The patient was in stable condition.

Manufacturer narrative:
The reported event of an inability to pair was was resolved by interrogating the device using a merlin programmer, this is indicative of a ble lockout which is per device design. No further investigation is required at this time.